Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000183r, serial/lot #: (B)(6); product ID: bi71000902, serial/lot #: unknown; product ID: bi71000168, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. The control board and collimator were replaced. The generator software was upgraded. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned parts. The system control plate was installed in a test system and no faults or failures were found. The collimator was installed and tested in a test system and it failed the bench test, homing and burn-in test. H6: b01, c02 and d02 apply to the concomitant product ID bi71000168. B01, c13 and d02 apply to the system checkout. B01, c19 and d14 apply to concomitant product ID: bi71000183r this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was unable to take 2d images after a 3d spin. The system was rebooted and the issue was resolved. There was no patient impact and unknown surgical delay.